Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the fluid path or needle mechanism were observed that could have contributed to the reported improper insertion of the cannula. No damages to the environmental seal or bottom housing were observed. The exact cause of the reported improper insertion of the cannula could not be determined. An 0x14, pod is occluded, hazard alarm was observed in the pod data along with timeouts and a drive stall. Blood was observed in the hard cannula. During fluid path testing, a blood occlusion was observed in the hard cannula. A soldering iron was used to clear the occlusion, and fluid was able to flow. The exact cause of the blood in the cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 400 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). No treatment information was provided.